Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0qxld, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0qxld, implanted: (B)(6) 2015, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported they had a slight return of symptoms daily with symptoms of dyskinesia and trouble walking. At the patient's last appointment with their health care provider (hcp), the hcp decreased stimulation to 2.7v on the left and 2.4v on the right. The patient was initially on 2.9v. The patient had no falls or trauma, the issue was not related to positional movement, and the patient had no recent medical tests or environmental exposure. Once the patient's husband came home, they were going to increase stimulation by 0.1v on each side. The patient was able to increase stimulation to 2.7v on the left side, but when they tried to increase stimulation on the right side they saw an out of regulation (oor) message and they were not able to increase stimulation. Stimulation was confirmed to be on. The patient's indication for use is movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a consumer reported they had started feeling dyskinesia the day of this report. The patient in creased stimulation from 2.75 to 2.80v. The patient later reported that turning stimulation up had resolved the dyskinesia and trouble walking.